Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing intermittencies, followed by loss of lock between the external equipment and the implant. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Device revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection of the device revealed that the silastic overmold was cut at the fantail region and lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed that one resistor had a corroded trace. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data. Moisture admitted into this device through this leak resulted in the corroded resistive film material and the shift in resistance value of one resistor. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.